Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open, oozing blisters from the lifevest equipment. Patient reported that they are allergic to nickel there was no alleged device malfunction contributing to the irritation. Patient made their home health nurse and doctor aware of irritation, but there is no indication of medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.